Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information was received which indicated the device and lv lead were replaced. During the procedure, the lv lead was tested via a pacing system analyzer. Testing did not show any out of range measurements. The lead was surgically abandoned and a different lv lead is in use. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the left ventricular (lv) lead. The impedances were greater than 2500 ohms. The patient was then brought into the clinic for evaluation, and then the impedances were found to be less than 200 ohms. Reprogramming was performed to turn lv sensing off and lv outputs to their minimum. The patient reported no symptoms and the system remains implanted. No adverse patient effects were reported.